Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for three (3) unknown 4.0mm distal locking screws. Part and lot numbers are not available for reporting. Date of implant is unknown and was reported as approximately a year and a half prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery, including hardware removal, was performed on (B)(6) 2016 due to postoperative infection and three broken screws. One (1) unknown tibial nail (9mm x 360mm), two (2) unknown 4.0mm proximal screws, and three (3) unknown 4.0mm locking screws were originally implanted on an unknown date approximately a year and half prior to (B)(6) 2016 to treat a tibial fracture. On an unknown date, the patient was diagnosed with postoperative infection of the operated leg and three (3) broken distal locking screws were confirmed by x-ray. During the revision surgery on (B)(6) 2016, the entire construct was removed. There was a 30 minute surgical delay due to removal of the broken screw fragments. All the devices and fragments were successfully removed and the procedure was completed successfully. The patient¿s postoperative condition was reportedly stable. This report is for three (3) unknown 4.0mm distal locking screws. This report is 1 of 3 for (B)(4).